Event description:
Patient arrived at clinic on (B)(6) 2024 after exchange of primary controller at home on (B)(6) 2024 for emergency back-up battery (ebb) alarms. Patient exchanged primary for back-up controller with cessation of ebb alarms. Ebb's; exchanged in clinic on (B)(6) 2024. Patient also with noted bend relief detached from the modular cable at entrance to controller. Re-approximated bend relief to appropriate position on modular cable and attached with rescue tape.